Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Suspected false positive flu b result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated that they suspect the result to be false because the patient has tested positive for flu b 3 times since (B)(6) 2023. No confirmatory testing had been completed. Each event is captured on a separate report.